Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a transvaginal sling procedure. According to the complainant, the physician buttonholed the vagina during the procedure. This was noticed after successful implantation of both sides of the sling. There were no defects noted to the mesh assembly or delivery device prior to implantation. It is unknown whether additional sutures were placed to repair the buttonhole. The physician was unsatisfied with the placement of this sling, and it was completely removed from the patient. The physician completed the procedure with another advantage sling with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."